Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6), 2011 due to a fall. Subsequently, another revision procedure was performed on (B)(6), 2011 due to fracture of the trochanteric region when the patient became mobile. The trochanter plate and a trochanter bolt were removed and replaced. No further information has been reported to date.